Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting an abnormal increase in lead impedance measurements and loss of capture in the unipolar mode. An invasive procedure was performed to analyze the system. The leads were removed from the ipg, cleaned, dried and reattached. The physician 'fiddled around' with the set screws and the ipg then operated normally in the bipolar and unipolar mode.